Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -4.0/+6.0/077 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was repositioned due to lens rotation; the problem was not resolved. On (B)(6) 2021 the lens was explanted. The cause of the event is reported as unknown. The surgeon states, " after implantation of the lens into the eye, rotation and adjustment did not solve the problem for many times and the patient gave up the operation."